Event description:
The patient is a long-time contact lens wearer. She started wearing a hubble contact lenses a few months ago and her vision gradually became blurrier and blurrier, and her eyes have been very irritated. Refraction revealed a -1.75 diopter shift in her vision in each eye. Slit lamp examination revealed a corneal ulcer of the right eye and significant punctate keratopathy in the left eye. This is my fifth patient who has presented for an exam with hubble contact lenses, and she is the fourth who has had a corneal ulcer or significant contact-lens-related corneal problem. I have heard similar reports from other eye care practitioners. I am concerned that this brand of contact lenses is contributing to these potentially sight-threatening corneal issues. I am also concerned that the hubble contact lens company does not properly verify patient contact lens prescriptions.